Event description:
It was reported that the screw broke off internally and fractured at the collar. Requested screw removal tools in order to retrieve the broken portion. Doctor wants to salvage the implant. However, an x-ray provided by the doctor indicated that the implant was also fractured. During investigation, it was confirmed that the implant was fractured via x-ray.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Concomitant device: dental screw, item and lot# unknown / not provided. Therapy date: (B)(6) 2022. Catalog and lot number unknown / not provided PMA/510(k) number not available type of investigation codes: 4110, 4111, 4114. Investigation findings code: 3252. Investigation conclusion code: 4307. Narrative/data was updated. One unknown zimmer implant was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. The reported product was not returned for investigation. The reported events were confirmed via x-ray. Based on the x-ray evaluation, the device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. The reported events could not be recreated due to the nature of the dental device and events, and the complaint is related to the functional performance of the devices. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely cause determined from the investigation is excessive loading on abutment/implant assembly abutment over-prepped, incorrect assembly of the abutment to the implant (for example, abutment not seated properly; screw not tightened to recommended torque) user error, inadequate instructions for use, and excessive torque on implant. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.